Event description:
The complainant reported a balloon burst. The replacement gastrostomy tube was inserted on (B)(6) 2012 and burst on (B)(6) /2012.

Manufacturer narrative:
(B)94). The testing and investigation results confirmed the balloon was burst. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.